Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the entire lead was received for analysis. Dried blood was noted in the helix mechanism and through the lead lumen. Insulation cuts were found at 226mm from the terminal pin. Resistance testing was completed to assess lead electrical performance and insulation integrity revealing the lead was electrically continuous. Detailed analysis did not reveal any abnormalities that would have contributed the reported lead dislodgement.

Event description:
Boston scientific received information that four days post implant, this right ventricular lead was dislodged and found free in the right ventricle (rv). A revision procedure was performed. This lead was repositioned at the rv apex, however increased threshold measurements were obtained. A decision was made to implant a passive lead. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.